Manufacturer narrative:
The esu was returned and thoroughly inspected/tested. The unit was found to be functioning as intended. A review of the unit's chronological log did not reveal any equipment problems. The evaluation included an electrical safety check, a function check of each of the equipment's features and a power output check. The generator was/is within specifications and all features were/are functioning properly. In addition, no anomalies were found in the device history record (DHR) of the involved device. In conclusion, no equipment problem was found that would have caused or contributed to the reported event. Most likely there were many factors involved in the reported event. However, it appears that upon the intervention, the remaining tissue of the bowel wall in the cecum (a very thin walled area in the colon) did not stay intact which resulted in the perforation. Nonetheless, no conclusive determination could be made as to the cause of the incident. The involved medical personnel are being made aware of the findings. To further address the issue, additional in-service work was performed on 8/28/15 with the involved staff. Erbe USA, inc. Is now closing the file on this event.

Event description:
The account reported that the electrosurgical unit (esu/generator) was involved in a patient incident. A colonoscopy was being performed to remove a cecal polyp. The settings were forced coag mode, effect 2, 25 watts. Upon the intervention work, the cecum was perforated. The patient is stable.